Event description:
The customer reported that the machine alarmed "air return to donor error" with code 32787 when rinseback blood to donor. The end run was only option. The customer would not provide the pt identifier and age. Caridianbct is awaiting further info from the customer regarding this incident. This report is being filed due to the allegation of air being returned to the donor.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.